Event description:
During a coronary drug eluting stenting treatment procedure, crossing difficulties were encountered and the stent dislodged. The lesion being treated was located in the severely calcified, 70% stenosed proximal and 95% stenosed mid right coronary artery (rca). The vessel was pre-dilated with a maverick 2.0 x unknown length balloon to 12 atm for 20 seconds, 6 times total. The pt did have st elevations with the balloon inflations. The physician advanced a bmw guide wire to the distal rca and attempted to place a taxus express2 8.8% 2.75 x 32 mm drug eluting stent but it would not cross. He attempted to withdraw the stent delivery system into the guide catheter which resulted in accordion kinking of the stent. The delivery system was pulled back to the sheath and the stent stripped off in the femoral/iliac system. No attempt was made to retrieve the stent. The procedure was completed by placing a driver 2.50 x 16 mm stent in the distal rca and a taxus express2 2.50 x 16 mm stent in the proximal rca. The end result was 0% stenosis in the rca. Integrilin, heparin, and tridil were given during the procedure. The pt was discharged on plavix, asa, and nitroglycerin. The pt's condition is reported as good.